Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Function testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d9, h3, h10. D9/h3: device avail. For eval? Remove no and update to yes. D9: date returned to MFR: remove n/a (null value) and update to the date the sample was received. H3: update manufacturer evaluated device and reason for no evaluation. H10: the device was received and is currently awaiting evaluation (omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. This was identified during patient use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.